Manufacturer narrative:
Birth date should be (B)(6) 1937 rather than (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced successfully. The patient was stable during and post procedure.